Event description:
It was reported that during the implant procedure, the atrial lead dislodged before it was sutured down. The lead was removed and it was found that the helix would not fully extending. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.